Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl. Cause of bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was treated with fluids; type of fluids were not provided, and was discharged the same day with the issue resolved. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.